Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the batteries. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Unknown

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) internal battery low message occurred while using the ac powered device. Replaced with a cs300 with a different serial number and continues to use.